Event description:
The following was reported: "pka revision (restoris), when removing tibial baseplate was snapped in half. The surgeon thinks it snapped when he removed it with an osteotome but is unsure if was already cracked insitu."